Event description:
Event description cpi received information that during a routine replacement procedure of an implantable cardioverter defibrillator (ICD), for normal battery replacement, the physician noted on both the sutureless myocardial unipolar leads (4312's) the insulation was worn. The physician elected to replace the (4312's) with a new (125) lead.